Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0ku4l, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. (B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The consumer reported that the patient developed an infection and had to have the entire system explanted. The consumer reported that the healthcare provider (hcp) did not want to attempt to implant another system due to the severity of the infection because it had caused quite a problem for the patient. The consumer reported that the hcp did not want to risk a possible second infection. It was noted that the infection was confirmed and at the infection was at the lead location and the ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.